Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Batch # ni. Additional information received: qty involved was changed from 2 to 1. Qty to be returned was changed from 2 to 1. Additional information requested and received: was the device locked on tissue with the jaws closed? No, the device did not clamp the target tissue. If yes, how was the device removed? Na. If yes, did the jaws eventually open? Na. Was the cartridge code ecr60d or gst60d? Ecr60d. Did the same issue occur with both devices? No. If no, why are two devices being returned? Qty to be returned and qty involved were changed from 2 to 1. Also, siebel was revised.

Event description:
It was reported that during a semi-open pneumonectomy, the jaws became not to open after the jaws closed after loading a cartridge before the first firing. The cartridge was gold. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that the firing trigger might have been moved after the jaws had been closed. Then, he did not know how the device could be released.

Manufacturer narrative:
(B)(4). Batch # m53u22. The sc60a device was received for analysis with no visual non-conformances and with an ecr60b cartridge loaded on the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.